Manufacturer narrative:
The field event of the transmitter having no power after a storm was verified. Visual inspection revealed no physical damage to the outer plastic casing of the ac power adapter or to the outer plastic housing of the transmitter. After opening the ac power adapter several burnt components were observed on the main circuit board, as well as to the inner casing of the ac power adapter. No burnt components were observed upon opening the transmitter. Tested unit with a working ac power adapter and unit successfully powered on, and performed the delete data process successfully. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue.

Event description:
It was reported that the transmitter would not power-up. The patient noted a massive storm at their home area. Troubleshooting was performed with the transmitter, but the product still would not power up. The product was replaced.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.